Event description:
This is a spontaneous report by a physician from (B)(6) of severe abdominal pain, nausea, fever, cloudy effluent, eosinophilia, hypotension and leukopenia in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient went to the emergency room because of severe abdominal pain, nausea, a fever of 37.9 c and cloudy effluent. While in the emergency room, the patient received treatment with vancomycin 1 gram intravenous (IV) and meropenem (dose, frequency and route not reported). A few hours later, the patient was seen in the pd units. The patient was prescribed vancomycin 1 gram ip at that time, along with another unspecified antibiotic. On (B)(6) 2010, the patient was admitted to the hospital due to the abdominal pain. Upon admittance, a hemogram showed slight leukopenia ("l 3.4 cells"). While hospitalized, the patient was changed to continuous ambulatory peritoneal dialysis (capd) with extraneal viaflex with a different hospital batch. The cloudy effluent and elevated peritoneal count persisted, but diminished slightly. The patient continued to experienced abdominal pain and cloudy effluent, and also experienced hypotension with blood pressure reported as 80/50 (the patient had previously been chronically hypertensive). The patient required analgesics such as paracetamol, nolotil and morphine during the first few hours. To diminish the pain, the patient also received heparin and lidocaine (dose and frequency not reported) ip. Vancomycin ip and meropenem IV therapy continued at that time. On (B)(6) 2010, the patient's clinical situation slowly improved. On (B)(6) 2010, the patient was discharged from the hospital with the events being considered resolved. Extraneal therapy continued. The physician believed the event eosinophilia was related to extraneal therapy, but did not provide an opinion of causality for the events of abdominal pain, nausea, fever, cloudy effluent, hypotension and leukopenia.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem.